Manufacturer narrative:
(B)(4). Batch # unk. Following information was requested but unavailable: what was the indication for surgery? Were there any other energy or ligation devices used in the surgical procedure to achieve hemostasis? Were there any hemostasis issue noted interoperative in first procedure? In the second procedure, was the site of bleeding identified? Was it the site were the device was used? How long after the first procedure was the second procedure? Approximate size of vessel? Any blood transfusion? Current patient status? The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a thyroidectomy procedure that the tissue pad burned off and did detach from the device. Another like device was used to complete the procedure. Patient was brought back in for a second procedure for bleeding.

Manufacturer narrative:
(B)(4). Additional information obtained: were there any hemostasis issue noted intra-operatively in the first procedure? No. Were there any other energy or ligation devices used in the procedure to achieve. Hemostasis? Not at that area. In the second procedure, was the site of bleeding identified? Yes. Was it the site were the device was used? Yes. How long after first procedure was the second procedure? I can¿t recall. Approximate vessel size? Maybe 1 mm at most. Any blood transfusion needed? No. Current patient status? Well.